Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although a root cause could not be determined, likely causes include improper attachment of the distal cover, cracks and/pinhole on the cover, adhesion of chemicals (anti-fog agent, etc.) To the cover, etc. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. ¿detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility uses care when attaching the distal cover, so that it does not crack. During the interview, it was noted that the facility does not reconfirm the correct operation method by contacting olympus or another expert within their facility. In addition, the user does not carefully review and follow the instructions for use (IFU). The following additional information was obtained by olympus during the interview: both olympus and the facility conducted distal cover training on how to attach the device to the endoscope. However, the facility stated that they are unsure if all staff members attended the training sessions. Not all personnel involved with attaching the distal cover have been asked to follow the IFU. Although the facility states more care is needed when attaching the device, the actual process is not difficult. There are no images/videos available of the reported incident. Oxyguard disposable bite block is used. Defect/damage has never been observed on the distal cover prior to attaching to the endoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using a single use distal cover and an evis exera ii duodenovideoscope, the patient woke up in the recovery room and coughed up the distal cover. The cap was checked prior to commencement of procedure, there were no abnormalities. The customer was not aware of any anatomical or procedural challenges that could have contributed to the distal cover coming off. No anti-fogging agents were used during the procedure. The patient was discharged home the following day, no concerns related to incident noted.